Event description:
According to the reporter, the anastomosis was not completed; when the instrument was removed, a part of the staple line was not stapled; resection with an endogia and new anastomosis with another eea28 to correct. Sex: unk. Procedure: sigmoidectomy